Manufacturer narrative:
Batch review performed on 30 november 2020: lot 1908277: (B)(4) items manufactured and released on 18-oct-2019. Expiration date: 2024-10-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 1909754. Batch review performed on 30 november 2020: lot 1909754: (B)(4) items manufactured and released on 17-mar-2020. Expiration date: 2025-03-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 1 month after primary surgery for dislocation of the head from liner. The surgeon revised the head and liner and the surgery was completed successfully. An anterior approach was used in the primary surgery.